Manufacturer narrative:
The device with product ID: 97755, serial# (B)(6) was received for product analysis. The analysis found that the recharger antenna failure specifically no device found message. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 97755 serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported they had issues charging their implant and the issue began probably 6 weeks ago or so. Patient got a cannot charge device code message but didn't capture details. Patient's implant was 'dead' and implant would no longer charge. Patient took and hour and a half to charge the implant to 30%. Patient reset the controller which worked before but no longer resolved the issue. Patient did not have their recharger. Agent advised patient to call back with their recharger. Additional information received frompatient. Patient called back stating they had the recharger to continue troubleshooting. Patient reported previously documented information and noted that when they get to where it was going to charge (agent understood as implant) the controller would either immediately go back to cannot charge and would give them an error code which they took a photo of last night. Patient confirmed the error codes system problem rm03 and recharger pr oblem (84) were appearing when attempting to charge their implant. During the call, patient confirmed no visible damage to the recharger cord and controller charging port. Patient started an implant charge session and was recharging excellent but noted that the implant battery was dead yesterday because it wouldn't charge and now the implant was 30%. Patient noted they hadn't had stimulation in a few days due to the implant dying. Patient said they could charge their implant for an hour at recharging excellent and nothing would happen and that they would either get those error messages or the percentage won't increase. Patient shared that the external controller would be charged to 100% and that within a minute of being connected to the recharger, the controller would say that the battery was dead (agent understood as controller battery pack) so it couldn't recharge the implant. Patient confirmed their controller was 80% and their implant was 30%. Patient then shared that the recharger paddle was getting hot as well. The issue was not resolved through troubleshooting. Agent reviewed information. An email was sent to the repair department to replace the recharger.